Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use IFU or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the investigation will be reopened for further investigation. A device history record DHR review was not conducted as a review of the information provided by the customer does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the patient's pump was alarming for battery depleted with a two-tone alarm. The patient changed the batteries and after restarting the pump, the screen reads run, but the pump will go back to the alarm and the screen will read battery depleted. The patient was instructed to replace new batteries in the pump again, the pump restarted and the settings were reviewed. The pump restarted and the screen reads run, but the alarm returned after 2 minutes. The patient was instructed to remove the batteries from the pump and close the clamp nearest his port. The patient was instructed to call his doctor now for further instructions. No patient injury was reported.